Manufacturer narrative:
Country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s battery ¿went weird for a while.¿ it was further reported the battery was ¿turning itself off.¿ the issue was noted to have ¿sorted itself out¿ at the time of initial report and to have ¿righted itself with no intervention¿ by (B)(6) 2018. No further event information was reported; no complications were reported or anticipated.